Event description:
The customer contacted physio-control to report that their device intermittently boots to a dark screen and the power button is inoperable. In this state the device would be inoperable and defibrillation therapy would not be available if needed.there was no patient use associated with this event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. After troubleshooting, it was determined that the possible issue was due to the system pcb assembly or the power pcb assembly. However, due to parts obsolescence, the device cannot be repaired. The customer was advised to replace the device.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device intermittently boots to a dark screen and the power button is inoperable. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with this event.